Event description:
The account alleged that the hi/low function had an unintentional movement.

Manufacturer narrative:
The account found fluid on the logic and high voltage boards. The technician replaced the logic and high voltage boards to repair the bed.